Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device change out procedure, device was unable to be interrogated. Programming changes were recommended but not made due to device being explanted. Device is under fsca battery advisory. Device was explanted and a new device was implanted. No further information available.